Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump's usb port was bent resulting in difficulties charging the pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.